Manufacturer narrative:
(B)(4). Batch # t5cm5f. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a blue reload on the hands of user and the pan can be seen partially dislodge and some loose drivers. Based on the photo the event describe of damaged cartridge is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60b reload (a) was returned unfired with the pan detached from the reload and with several drivers loose, making the reload non-functional. No functional test was performed due the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Base on the lot trace performed, this product/lot was not approved to be sold in the region of this file complaint, therefore a confirmed diversion is confirmed,it was reported that: cartridge installation issue, damaged cartridge, suspect diversion. The analysis results showed that one gst60b cartridge reload (b) was received sterile and with no apparent damage. No functional test could be performed to persevere evidence. After a side by side comparison whit a j&j reload it was determined that the returned reload is not a counterfeit. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Base on the lot trace performed, this product/lot was not approved to be sold in the region of this file complaint, therefore a confirmed diversion is confirmed. The analysis results showed that one gst60b cartridge reload (c) was received sterile and with no apparent damage. No functional test could be performed to persevere evidence. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Base on the lot trace performed, this product/lot was not approved to be sold in the region of this file complaint, therefore a confirmed diversion is confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to the sales rep that during a gastric sleeve, tech attempted to place the blue reload (gst60b) into stapler and the reload disintegrated in her hands. The silver base was the first thing to break followed by excess orange drivers falling out. She did not end up getting the reload into the gun, ergo it was not placed into patient. Surgery was delayed two minutes due to this reported event. The case was completed by grabbing another reload. No patient complications. Will be sending in the defective piece for analysis, see additional photos attached and will send two additional reloads part of the same lot number for analysis.